Event description:
Synthes (B)(6) reported patient diagnosed with a comminuted intertrochanteric fracture was implanted with trochanteric fixation nail, helical blade and a locking bolt on an unknown date. It was reported the femoral head cut out superiorly at 5 weeks post-operative. Patient was returned to the or on an unknown date for revision surgery. Reportedly the patient was converted to a bi polar hip. The devices were removed and discarded of. (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The device was not returned for further investigation.

Event description:
This is 1 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Explant date not previously reported. Placeholder.